Event description:
Provider was called to see patient in post-procedure due to bleeding at the right sided access site. Pressure was applied by rn prior to provider coming to room. When provider arrived, rn left to get supplies requested by provider, including needle driver, 2.0 silk suture, sterile gloves, drape, and chlora-prep stick. When placing new sutures at the site, the suture needle broke off within the patient's subcutaneous tissue with no ends visible. Provider attempted to push the needle through, however was unsuccessful. Provider decided to take the patient back to the lab to visualize the suture needle under fluoroscopy. Provider was able to successfully remove the suture needle under fluoroscopy and placed a new suture while in the lab.